Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Analysis of the returned device shows that the damages (twist and breakage) of the t20 tip is consistent with combined overloading in torsion and lateral bending applied to the driver during the final tightening of the setscrew. No deviation or non-conformance has been recorded for this lot number.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient underwent a revision surgery to remove hardware. During the revision, the tip of the driver broke and was unable to be removed. The broken tip remains in the screw. No further details are known at this tume.